Event description:
An integra sales rep received an inquiry from the user facility ((B)(6)) regarding a notice that they received from (B)(4)company concerning an outdated instructions for use (IFU) provided for xylocaine supplied by (B)(4) which is included in codman's cranial access kits and disposable icp kits. (B)(4) revised the IFU for the xylocaine in (B)(6) 2010, but failed to inform integra of the revised IFU. Integra includes xylocaine in several of their devices including cranial access kits. Integra has not received any inquires or complaints related to this issue.

Manufacturer narrative:
Based on the reported information and investigation, the findings were as follows: integra lifesciences corporation includes the drug xylocaine, which is supplied by app pharmaceuticals, in their cranial access kits. App pharmaceuticals revised the instructions for use (IFU) for the xylocaine in feb2010 but failed to inform integra of the changed (IFU) on 15jul2010, app pharmaceuticals did however send a letter to direct customer "(B)(6)" outlining the IFU change and defining the new warning information on the unapproved uses of the xylocaine. Upon learning of the reported incident, a medical device notice was sent by integra lifesciences corporation on 21dec2011 to inform the customer of the updated IFU and provided the customers with the revised package insert by app pharmaceuticals. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes. Pursuant to 21 cfr 803.24 neither the filing of this medical device report nor the information contained herein shall be construed as an admission or acknowledgement that the information submitted to integra lifesciences holding corporation or any of its subsidiaries is valid or that the device caused or contributed in any way to a death or serious injury.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.